Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm was reading 22 mmol/l, therefore the patient self-treated with a manual insulin correction dose via the insulin pump. The patient experienced headache, collapsed and had seizures. An ambulance was called and a blood glucose reading was taken which was 1.4 mmol/l. The patient was treated with glucose and the patient woke up in an ambulance 90 minutes after she collapsed. The patient was taken to the hospital and a computed tomography (CT) scan was performed. The results were normal. The blood glucose reading at the hospital after treatment from the paramedics was approximately 8.0 mmol/l. She was discharged (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.